Event description:
According to the distributor's report, an emergency room nurse was presented with a two yr old that had a laceration closed with dermabond topical skin adhesive the previous day at another emergency room. The parent informed the nurse that ophthalmic ointment was being applied, but was concerned about the progress. The eye had been tearing at the corner. The nurse was advised by the "ees" clinical nurse to continue the treatment and was able to partially open the eye. It appeared that the eye looked fine after treatment.